Manufacturer narrative:
Product event summary : the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4298 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a partial power on reset and consequently the percent pacing rate histograms were missing. No other parameters were changed and the in-office interrogation cleared the reset. No additional action is planned and the device remains in use. No patient complications have been reported as a result of this event.